Event description:
The advocate stated that the customer's blood glucose was tested using a contour meter and an elite meter. The contour read 318 mg/dl, while the elite read 88 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product is available for return.